Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient experiencing presyncope, presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.